Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that infection was observed on the device and vegetation was observed on the leads. Patient has diverticular abscess. Physician did not allege that the infection is device related. The device and leads were explanted and a new device and lead is planned to be implanted in the near future. Device and a lead was temporarily used externally until the patient had a new system implanted. Patient had antibiotic prescribed and was discharged. Patient was stable prior, during and post procedure.